Event description:
It was reported that the user called for assistance connecting the dexcom g7 to a new ilet and experienced a low blood glucose of 59 mg/dl prior to setup while not connected to the pump, treated with oral glucose, and glucose was 92 mg/dl by the end of the call. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.